Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that during pump rewind, the battery popped out. The rewind was also louder. The battery compartment was cracked and the screen was cracked half-way through. They lost the settings during battery change. The buttons on the insulin pump were unresponsive, especially the act button. The customer received a code error every time they inserted a new reservoir and lost its settings. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind anomaly, no delivery, failed battery , reset alarm due to cracked and bleeding lcd glass (B)(4).